Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without manual restart. The product was evaluated. An external visual inspection was performed and passed. A charge and boot was performed and failed due to receiver being in perpetual rebooting. Log download was attempted but could not be performed due to receiver being stuck in perpetual booting . Receiver functional test was performed and failed due to perpetual booting. The allegation was not confirmed. The probable cause was undetermined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.